Manufacturer narrative:
Initial.

Event description:
It was reported that the caregiver for a user of the ilet system received an occlusion alert on an infusion set and, after troubleshooting and education, resolved the alert by performing a supply change; the user experienced persistently high glucose readings of 401 mg/dl for nearly 24 hours and could not verify with a fingerstick. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and restoration of insulin delivery after the supply change. Investigation included review of user report and troubleshooting guidance. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set, consistent with an occlusion-related device performance problem that resolved after set replacement. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.